Event description:
The pt reported hearing a loud pop followed by non-auditory sensations. The pt is unable to use the device or have the device tested due to the persistence of the non-auditory sensation. An x-ray suggested a possible problem with the ground electrode. Explantation/reimplantation surgery is planned, but has not been scheduled. The healthcare professional has been informed that the explanted device should be returned to cochlear corp.